Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness had occurred while wearing the pod. The patient's blood glucose level (bg) read high (27.8 mmol/l, 500 mg/dl). The patient went to see a doctor and was prescribed amoxicillin for 4 days and taken 2 times a day.